Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1- contact person-mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code, h11. A getinge field service engineer (fse) checked the machine and found that iabp power supply and motor control board is defective. Both parts are need to be replaced under cmc. Due to some regulatory issue the logistic team is unable to import required part. As per our recent discussion had with our regulatory team, it may take another 6 months time to resolve issue of importing power supply. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a